Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needlefree IV catheter set had no flow. The customer reported that when they were trying to infuse IV fluids through gravity infusion, no fluid would infuse. All connections were checked, but the IV would still not infuse. The extension set was then taken off of the IV angiocath and attached to the primary line directly to the angiocath, which then allowed the IV fluids to be infused. This was being used with a sigma spectrum infusion pump in the emergency room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.